Manufacturer narrative:
Initial reporter information not available at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system then passed the system checkout and was found to be fully functional. Software logs have been received for review. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site received a low system memory warning when loading a patient exam. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: initial reporter provided. Correction: usage of device provided. If information is provided in the future, a supplemental report will be issued.